Event description:
Device 1 of 2. Reference manufacturer reports: 1627487-2010-03375. The patient received his scs system including an ipg and lead(s) on (B)(6) 2009. He received a second system including a different model ipg on a later date. It was reported that this ipg was explanted on (B)(6) 2010 for suspected end-of-life for the ipg battery. It was reported that during the explant procedure, the physician found one of the leads appeared fractured and replaced it as well. Because the patient parameters were not available longevity calculations could not be performed to confirm normal end-of-life for the ipg battery. The ipg was replaced with a different model ipg. The explanted ipg and lead were returned to the manufacturer for analysis. Follow up on the patient found no additional issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.